Event description:
Customer alleged discrepant blood glucose results of 475 mg/dl and 177 mg/dl when testing was performed within 5 minutes on the aviva system. Customer reported no symptoms and did not treat/act on results. A request was made for the return of the suspect device and replacement product was sent.